Manufacturer narrative:
Isi has received the endoscope controller (ec) for failure analysis, however, the failure analysis has not been completed. Therefore, the root cause of the customer reported failure has not been determined. A follow up MDR will be submitted once the failure analysis has been completed. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of the surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted nissen fundoplication surgical procedure, there was a 319 error when the camera was plugged into the system. The customer restarted the system but the error persisted. The customer unplugged the endoscope and restarted the system again with no resolve. The customer then performed an emergency power off on the vision side cart (vsc), but the problem persisted. The system logs reflected error 319 pointing to the endoscopic controller (ec). Intuitive surgical inc. (Isi) followed up with the customer to confirm that the error occurred when the endoscope was plugged into the system a few minutes after port placement. The endoscope had not been plugged in prior to the start of the procedure. There were no issues with the system during setup. After the procedure was converted to laparoscopic surgery, it was completed with no injury to the patient.

Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. (B)(4) - intuitive surgical, inc. (Isi) has received the endoscope controller (ec) and completed the failure analysis investigation. The ec was installed on the test system and failed after triggering error 319. The error indicated that the node configured on the unit was not responding during system startup. The power distribution on the ec was also damaged and needed to be replaced.

Event description:
Refer toadditional for follow-up information.